Event description:
A report was received that the clinical patient underwent a revision procedure to adjust the depth of the right lead. There were no adverse events associated with this revision.

Manufacturer narrative:
Additional information was received indicating that no further information could be obtained.

Event description:
A report was received that the clinical patient underwent a revision procedure to adjust the depth of the right lead. There were no adverse events associated with this revision.